Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 leakage occurred. The following information was provided by the initial reporter: chemo spill. At 1205 the patients final dose of carboplatin was hung ivpb into a ns primary line using a phaseal safety connector. All connections were checked prior to initiating the dose through the pump. At 1230 the patient called me into her room after noticing a puddle on the floor under her IV pump. Upon investigation the leak was coming from the phaseal itself in a steady drip, not from where is screws into the secondary line but from the body of the phaseal itself. Cracked phaseal adapter.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2202005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, no defects or damage on the device was observed. Leakage testing was performed and in all cases the product functioned as intended and no leakages occurred. The injectors were disassembled for further inspection. The products were verified to be properly assembled and no issues were found within the device that could have lead to any leak. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 leakage occurred. The following information was provided by the initial reporter: chemo spill. At 1205 the patients final dose of carboplatin was hung ivpb into a ns primary line using a phaseal safety connector. All connections were checked prior to initiating the dose through the pump. At 1230 the patient called me into her room after noticing a puddle on the floor under her IV pump. Upon investigation the leak was coming from the phaseal itself in a steady drip, not from where is screws into the secondary line but from the body of the phaseal itself. Cracked phaseal adapter.